Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of iridocorneal angles. In a separate surgery the lens was exchanged with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown and the device did not fail to perform as intended.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of iridocorneal angles. In a separate surgery the lens was explanted. On the same day separate surgery replaced with the same model and power, two sizes shorter length and the problem was resolved. The cause of the event was reported as unknown and the device did not fail to perform as intended. H6.- health effect - impact code (f): 4629 should be removed and 4627 should be added. Claim# (B)(4).